Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 6) occurred; cause was not known. A new cartridge reoccur. Customer resumed insulin therapy. Customer's blood glucose was in the 300 mg/dl range.